Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06638. It was reported the patient is experiencing severe shocking when he turns the stimulation on or when the turns it up. An sjm representative met with the patient and a lead diagnostic did not showed any anomalies, all contacts were normal. The representative attempted to turn the stimulation up using the rapid programmer but the same issue occurred. X-rays taken do not show the scs lead has migrated. No additional information is available at this time.